Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024 the patient reported the event of infusion set cannula bent. The infuson set had been used for 4 days. The event occured on 4th day after insertion. The insertion site was at stomach. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.